Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained on 16jan2026 that reported a retrospective study from the united kingdom. The purpose of the study was to demonstrate that a minimally invasive [mis] ¿span the whole femur¿ surgical technique, used across all fracture types and hip and knee periprosthetic fractures, provides predictable clinical outcomes in a challenging patient cohort. The study reviewed patients with periprosthetic femoral fractures managed by a single surgeon at a high-volume hospital between 2019 and 2022. All patients underwent operative fixation using a minimally invasive ¿span the whole femur¿ technique, and full and unrestricted weight-bearing was permitted postoperatively in all cases. Fracture patterns included periprosthetic fractures around hip and knee arthroplasties, interprosthetic fractures involving both hip and knee implants, and revision periprosthetic fracture fixation. In all cases, fixation was performed using the ncb® zimmer biomet periprosthetic femur plate system. Fifteen patients were included, with a mean age of 83 years (range 68-93). All fractures resulted from low-energy falls. (2 males/ 13 females). Radiological and clinical union was achieved in all patients within 12 months. Patient follow-up was routinely scheduled at 2 weeks, 6 weeks, 3 months, and 6 months postoperatively. The author reported there was a single intraoperative complication recorded where the tip of the drill was broken and was later found in the knee joint during a clinical review. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). A2. Mean age of 83 years g2. Report source: united kingdom. Literature: early unrestricted weight-bearing using a minimallyinvasive ¿span the whole femur¿ technique for periprosthetic femoral fractures. Jawaad saleem, lena alhilfi, hasan mercalose, irrum afzal2 and sarkhell radha. Ec orthopaedics. 2025. Pages 1-9.